Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-17440. It was reported that the patient presented for an implant procedure. During the procedure, after the leads were implanted and attached to the pacemaker, the physician wanted to do more atrial lead testing through the pacing systems analyzer. However, the physician could not remove the atrial lead from the device even after using several different torque and allen wrenches. The torque wrench appeared to be rotating the complete set screw mechanism; it was suspected that the set screw was stripped. The pacemaker and the atrial lead were removed and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 46.3 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.